Manufacturer narrative:
Event date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the console displayed inaccurate and unstable rotation speeds. A rotapro console was selected for use in an atherectomy procedure. During ablation inside the patient, the console showed random and faulty rotation speeds. The displayed speeds kept jumping above and below the set speed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a rotapro console. Visual examination of the device showed no physical damage. The console passed full functional tests and unable to replicate the fault condition. Inspection of the remainder of the device, revealed no other damage or irregularities. B3: date of event - event date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the console displayed inaccurate and unstable rotation speeds. A rotapro console was selected for use in an atherectomy procedure. During ablation inside the patient, the console showed random and faulty rotation speeds. The displayed speeds kept jumping above and below the set speed. No patient complications were reported.